Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. Vascular access was obtained via the left brachial. The 90% stenosed denovo target lesion was located in the moderately tortuous and severely calcified iliac artery. During the first inflation of a 5.0 x 40/135 sterling balloon catheter at 4 atms a balloon rupture occurred. The sterling balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).